Manufacturer narrative:
We are unable to fully investigate this report as no product number, lot number or sample was provided. Per the physician response to inquiry, "none of the adverse outcomes were directly attributable to the flixene product". This article compares 'real world' performance of savgs and iaavgs. The article concluded iaavgs allow earlier cannulation and tunneled catheter removal, thereby significantly decreasing catheter related complications.

Event description:
Received an article titled "immediate access grafts provide comparable patency to standard grafts, with fewer reinterventions and catheter related complications". The purpose of the article was to compare ¿real-world¿ performance of standard av grafts and immediate access av grafts. Per the article deaths occurred within the study period.